Event description:
The customer stated an architect c8000 analyzer generated discrepant chloride results for one patient sample. The analyzer generated chloride results of 86, 104, and 95. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), false positive result, (B)(4), false negative result (B)(4), no consequences or impact to patient. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of system logs, testing of the returned ict module, a search for similar complaints, and a review of labeling. To address the issue of discrepant chloride the customer replaced the ict module and no further ict related issues were experienced for more than 30 days. The system logs verify the issue but did not identify a problem or issue with the ict module, and did not identify a specific cause for the discrepant results. The evaluation was not able to rule out sample handling or integrity issues, or system maintenance being overdue. In house testing with the customer's returned ict module generated controls within range and acceptable precision for na, k and cl. Testing did not reproduce the customer's issue or verify a problem with the ict module. No adverse trend or atypical complaint activity was identified for the ict module. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.